Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a potential safety issue where a heart transplant patient may not have have received treatment due to drug tacrolimus (prograf missing in the icca worklist .no patient harm reported.